Manufacturer narrative:
The event unit, without the tissue retrieval bag, was returned for evaluation. Upon inspection, engineering visually confirmed damage to the deployment mechanism. The damage to the deployment mechanism shows that the ratchet mechanism was potentially overridden. If the device was fully deployed, retracted/cinched and the bag was detached, the device would look similar to the original condition before deployment. If the mechanism was actuated a second time, it would be missing the tissue retrieval bag and have a deformed deployment mechanism. However, the exact root cause of the event remains unknown. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from applied medical team member on march 3, 2017: the missing of the bag was discovered during the procedure. The retrieval system was deployed in the abdomen and the prongs were exposed. There was no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Wertheim (hysterectomy) - incident description not provided. Email sent to tm on (B)(6) 2017. Additional email received per email on (B)(6) 2017: the customer took the bag out of the package and there was not bag in.